Manufacturer narrative:
The instrument was returned and per the customer reported complaint, engineering observed a break at the prox clevis to main tube interface. Clevis is dislodged from main tube. Both clevis and main tube are missing pieces. Distal end of main tube has scraping, likely caused by attempting to remove instrument from cannula. Roll cables have derailed from clamping pulleys and one of the crimps has slipped off of a roll cable. No other damage found. As indicated in the complaint notes, no broken pieces were found in the pt's anatomy.

Event description:
It was reported that during a hysterectomy procedure, the shaft of the endowrist prograsp instrument broke. Subsequently, the shaft was missing pieces. The surgeon decided to irrigate and suction the potentially effected area as well as take x-rays as a precautionary measure. No fragments were located in the pt's anatomy. The broken instrument was manually removed from the system and a second instrument of the same kind was used to successfully complete the procedure. No pt harm, adverse outcome or injury has been reported.